Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient experienced 4 infusion sets cannula kinked issue on (B)(6) 2024. The issue occured within 3 hours of insertion., after being in use for 4 hours. This issue led to an increase in blood glucose level and treated with correction bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.